Manufacturer narrative:
Device evaluation: lens was returned dry in a micro-centrifuge vial. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
Lens size corrected to: "12.6mm" in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6.2mm vticmo12.6, -13.50/3.0/089 (sphere/cylinder/axis) , implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.